Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. Subsequently, the pump touch screen was unresponsive and became frozen on the "detecting cartridge" screen. Blood glucose level was 200 mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged touchscreen issue was verified and a different issue was identified. Additionally, the unexpected shutdown issue investigation could not be completed due to the other identified issue.